Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent breast augmentation revision with mentor gel implants on (B)(6) 2015 developed right breast capsular contracture (baker grade IV) within 6 months of implantation and experienced excruciating pain radiating through right breast, pain underneath in rib cage area, tightness and hardness like a rock. The surgeon suggested breast massage and advised an additional procedure may be needed if that didnt work. The patient also reported hair falling out in clumps, chronic fatigue, back pain, leg pain, trouble breathing, allergies to all foods, bloating, vision problems, pale skin, rashes all over my skin, weight gain, tinnitus, brain fog, depression, anxiety, insomnia, chills, sensitive to sun and diagnosis with hashimoto's autoimmune disorder. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).